Manufacturer narrative:
Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 359036, model/catalog description: spectra wavewriter ipg kit. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5012507/5127953, model/catalog description: linear st lead kit 50 cm. The explanted clik anchor was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the anchor site. It was also reported that the patient was having discomfort at the ipg and lead sites. The patient underwent a revision procedure wherein the anchor was explanted and the ipg and leads were adjusted. The patient was doing well postoperatively.